Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was seen for a follow-up after receiving a vibratory device alert for one episode of non-sustained ventricular fibrillation (vf) and one episode of non-sustained right ventricular (rv) oversensing. In addition, noise was seen on the electrocardiogram. The rv lead was capped and replaced with no adverse consequences to the patient. No visual damage was seen on the lead. The patient is stable.

Manufacturer narrative:
A partial lead was received in two pieces. Electrical testing and x-ray examination found no indication of conductor fractures. Visual inspection revealed damage to the lead consistent with that occurring at time of explant. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported oversensing and noise could not be conclusively determined.

Event description:
The lead was explanted and replaced.